Event description:
Dealer advised received rental unit back and was testing to go back on another patient and unit showing no lights or internal sound. Dealer advised speaking of lights that should come on when filling tanks. Dealer could not provide any further information, (B)(4).